Event description:
It was reported that the cannula interlink syringe tip broke off during use. The following information was provided by the initial reporter: "bd syringe plastic needle broke inside IV injection site of IV burothrol did not fall inside the soluset & pt able to receive his morphine IV. 1)tubing pump set custom w/3 (not readable) split septum injection port csr #83869 2)cannula syringe w/top port bed csr # 21903"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/2/2020. H.6. Investigation: a device history record review was not performed as the lot is unknown. To aid in the investigation of this incident, one sample was received for evaluation by our quality team. The sample came in a plastic bag with a tubing set and a 150ml syringe and the plastic needle is loose inside the plastic bag. The sample came with a drug, and based on the complaint description, the drug is morphine. The sample was then visually inspected with a 10x magnifier lens and there is no damage or any other imperfection. There were other products that came with the sample were not inspected as they are not manufactured by this site. As no defect was observed, the cause for defect could not be offered.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the cannula interlink syringe tip broke off during use. The following information was provided by the initial reporter: "bd syringe plastic needle broke inside IV injection site of IV burothrol did not fall inside the soluset & pt able to receive his morphine IV. 1)tubing pump set custom w/3 (not readable) split septum injection port csr (B)(4))cannula syringe w/top port bed csr (B)(4)"